Event description:
The surgeon was attempting to discharge the surgiclip when it became disassembled in the patient's abdomen. X-ray taken to detect any radiopaque pieces that may have been retained. X-ray negative. Fine plastic parts that are not radiopaque sent back to company to verify their entirety and to determine if any other non-radiopaque parts could have been retained.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.